Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years. Through follow-up with the health care provider, it was learned that the explant was due to severe mitral regurgitation, secondary to ingrowth of tissue. Intra-op echo showed the mitral valve having mildly thickened leaflets and decreased excursion, in particular of one leaflet. It almost appeared to be attached to the cords left intact from the prior surgery. Generally 3+ regurgitation was seen. There was no perivalvular regurgitation seen. Upon inspection, it was noted that there was tissue ingrowth over the commissure that was due posterior. There was quite significant tissue ingrowth about the valve generally, except for the inferior third. The ingrowth almost continued rheumatic process and significantly restricted mobility of this leaflet. The device was removed and replaced with another edwards bioprosthetic valve. Furthermore, it was also indicated that this event was not related to a device malfunction.

Manufacturer narrative:
(B)(4) - ingrowth of tissue; leaflets not coapting. Unfortunately, the edwards device was not returned; therefore, the reported ingrowth of tissue could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, it appears that the severe regurgitation was likely due to the tissue ingrowth noted on the valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.